Event description:
It was reported that a cassette not attached error was determined to be due to a defective cassette found during an in-house investigation. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI number are unknown. Device serial number/lot number is unknown. Device manufacturing date and device expiration date could not be determined. Event problem and evaluation codes: updated. No lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under (B)(4), as a result of warning letter cms# 617147.